Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and found that the issue was due to an intermittent hospital power supply. As part of troubleshooting, the fse performed incoming power checks and monitored the system power. The hospital corrected the input power supply to resolve the issue, restoring normal system functionality. After the power supply issue was corrected, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario includes situation in which the hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.